Manufacturer narrative:
The device was not returned to olympus for evaluation. The cause for the reported event cannot be determined at this time.

Event description:
Olympus was informed that during a transurethral resection of the prostate (turp) procedure, the surgeon observing smoke and charring on the working element, while utilizing the resectoscope. It was reported that all the equipment was replaced and upon activation the surgeon observed arcing & smoke near the connection of the working element, active cord and electrode. The bleeding was as expected for this type of procedure. The intended procedure was completed. The procedure was prolonged by element 30 minutes. There was no patient injury.